Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that the inflatable penile prosthesis (ipp) pump bulb went flat when pumping. The patient discussed valve reset and troubleshooting techniques with boston scientific patient services specialist. The patient underwent surgery and all components were removed and replaced. Both cylinders had a hole in it. There were no patient complications.